Manufacturer narrative:
The complaint of the silicone seal being stuck down can be determined on the returned photo of the 142730490. The photo received depicted the silicone seal of the clave of the secondary port of the burette being stuck down. The used product and mating device were not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no non-conformances were found that would have lead to the issue reported.

Event description:
It was reported that the clave additive port sank after drug injection into a burette leading to a doxorubincin leak. It was also reported that the solution was sprayed on the ground. There was no harm to the patient reported. No additional information is available.